Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported the patient was programmed postoperatively with good stimulation coverage. There was no reported pain at the ins site postoperatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4); product type lead product ID 3776-45, serial# (B)(4); product type lead product ID 3708140, serial# (B)(4); product type extension product ID 3708140, serial# (B)(4); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient experienced pain in the device pocket and the ¿battery was unable to be communicated with.¿ the device was interrogated and it gave an error code (unknown, as it was not saved as an event in the rep¿s clinician programmer). A partial explant occurred on 2014 (B)(6). The battery was removed and replaced with a sensor device. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of the product issue was reportedly undetermined. The patient¿s status was noted to be alive with no injury.